Event description:
Per the clinic, the patient experienced wound dehiscence twice on (B)(6) 2021 and (B)(6) 2020. A culture on (B)(6) 2020 showed the presence of mrsa. Subsequently, the patient was treated with several courses of intravenous and oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2020 due to infection and subsequently underwent a revision surgery on june 26, 2020.

Event description:
It was reported the device was explanted (specific date and reason for explant not reported). The patient was reimplanted with a new device.